Event description:
It was reported by service report that the head of the bed will not stay up. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: fowler clutch.